Event description:
It was reported that a manipulation under anesthesia was performed due to an arthrofibrosis.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2015 and 2016. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch numbers. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: the root cause of the medical intervention (whether an arthroscopy and/or mua) was the reported arthrofibrosis which is a known potential complication post surgical trauma and does not indicate or support a malfunction or failure of the device. The patient impact beyond the reported symptoms and subsequent intervention could not be determined as the patient did not follow-up. No further medical assessment can be rendered at this time. A root cause could not be determined at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.